Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Based on the results of the investigation, it was not possible to confirm whether or not the repair department had carried out an external inspection or functional inspection, and the console with the reported defect had poor contact and flashed. Although the buttons were faulty sometimes, it was not possible to confirm whether or not this could be reproduced, so it was not possible to determine the cause. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Event description:
It was reported the subject devices console had poor contact and flashes, and occasionally, the buttons were out of order. The event occurred during set up for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.